Event description:
On (B)(6) 2011, the patient reported, the infusion set leaked insulin at the connector while bolusing on 2 occasions. She stated, she did hear an audible click when the tubing was connected to the headset. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.